Event description:
When the associated chronic ICD couldn't be interrogated, it was assumed that it was at eos. A generator change was scheduled, and during the dft testing for the new device, the new device stopped working. After troubleshooting the incident, it was concluded that an insulation breach in this lead had shorted out the chronic device and the new one.

Manufacturer narrative:
Upon receipt, the lead was found dissected. The proximal and distal parts of the lead were returned, however, the medial part of approx. 3 cm length was not received for analysis. The performance of the lead fragments was scrutinized including a visual and electrical inspection. Signs of abrasion were found on both lead fragments. In particular, the insulation was found rubbed through in the region of the proximal shock coil. Here, the proximal shock was found broken and showed traces of molten metal indicative of arc-over. The conductor cable to the distal shock coil exhibited similar signs of arc-over in this region. These damages can be considered as root cause of the short-circuits which resulted in the destruction of the icds. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.